Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, a bend 6 cm from the distal tip was identified. The device did not meet the curve specification. The device did not meet the planarity specification. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The most likely root cause is mishandling subsequent to distribution, including shipping/storage conditions or improper manipulation of the catheter. The instructions for use (IFU) state: inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions. - connect the catheter to the corresponding cable connector. Connect the cable to the correct electronic equipment for recording and/or sensing. Observe polarity of proximally located connector pins of the interface cable when connecting to the electronic equipment. Isolate any unused connector pins to reduce development of accidental current pathways to the heart. Follow a suitable electrophysiology study protocol. Do not autoclave catheter. Do not use for electrical ablation. Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. - diagnostic ep catheters are not recommended for long term pacing. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the electrophysiology catheter had a shepherd's hook curve. It was damaged/bent. There was no patient injury or medical intervention and extended procedure time reported was less than 30 minutes. These are commonly used devices that are readily available.

Event description:
It was reported that the electrophysiology catheter had a shepherd's hook curve. It was damaged/bent. There was no patient injury or medical intervention and extended procedure time reported was less than 30 minutes. These are commonly used devices that are readily available.

Manufacturer narrative:
This supplemental MDR serves to update the reportability awareness date from 06/17/2019 to 07/11/2019. Stryker sustainability solutions attempted to submit the initial MDR on 07/12/2019 and encountered internal issues that prevented the record from being submitted until 07/19/2019. On 07/17/2019 while reviewing the initial MDR to identify potential sources of the submission issues, the reportability awareness date was identified to be incorrect. The awareness date of the complaint (06/17/2019) was present in the record instead of the date stryker sustainability solutions became aware that a reportable malfunction occurred (07/11/2019). Therefore, the reportability awareness date must be updated from 06/17/2019 to 07/11/2019.